Event description:
Subsequent to the implant of a protegen sling for treatment of urinary incontinence, the patient experienced bleeding, cramping, urinary tract and vaginal infections, vaginal discharge and odor, abdominal and pelvic pain, and continued incontinence. During exploratory surgery, a portion of the sling, found to be infected and eroding through the vagina causing a fistula, was removed and the fistula repaired. The patient reported a vaginal polyp was excised and an abdominal fascia sling implanted. Additional protegen sling material was removed. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, the co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.